Event description:
Pt had a recovery filter implanted due to confirmed dvt and metastatic malignant melanoma. Eighteen days later, the pt returned to the emergency room complaining of shortness of breath after a fall at home the previous day. The pt arrested and resuscitation efforts were not successful. A chest x-ray showed the filter in the heart. The preliminary autopsy report revealed that the pt's left and right pulmonary arteries and the filter were filled with massive clot.